Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the trach had difficulty maintaining the connection to the ventilator tubing. It was easily disconnected with minimal movement and turning/position changes and not an issue to the old trach because the inner cannula diameter was larger and fit snugger to the ventilator tubing. There was no reported patient outcome.